Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No power issues were observed in the black box or download history. No damage was found to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used during pump testing. The pump powered on normally. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage was found inside the pump. Unrelated to the complaint, the display screen was found to be dim. This issue is not likely to cause an adverse event because it is generally obvious and detectable by the user and may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's manual instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the pump had been rebooting due to a damaged battery cap. The battery cap would reportedly keep turning when installed and would not tighten to the pump. The patient reported continuing to wear the pump with the issue. The patient reportedly experienced elevated blood glucose levels (500mg/dl) due to the power loss; the patient then powered the pump back on and bloused to correct the bg levels. The patient reportedly had never changed the battery cap on the pump prior to the incident. The user guide instructs the patient to replace the battery cap every six months. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Following the incident the patient decided to change the battery cap and the pump has not had any power issues since. This report is being made based on the allegation that the patient suffered hyperglycemia related to use error.